Manufacturer narrative:
UDI information is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracks on top and bottom cases, as well as cracks on right and left plunger. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2011. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. White teflon flakes were found on worm coupling facets which were causing the motor rate error intermittently. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, lead screw and clutch halves. Performed occlusion test which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that motor rate error event occurred. No patient injury was reported.